Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the fast fix device deployed both t implants without any issue, however at the time the surgeon pulled the suture to reduce the meniscal tear, suture tightened slightly then completely pulled out. Did not seem to "undo" itself and slide through both deployed anchors and completely come out of the joint ( anchors were not removed from the patient); surgeon described little resistance when attempting to tighten the anchor and suture releasing from anchor. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the requested clinical documentation (including the surgical report) has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported cannot be determined. However, the procedure was completed with a non-significant delay using a back-up device. It has been communicated that the implants were retained. The implants are made of a bio-composite material which is intended for implantation to allow for bone ingrowth. It is unknown if the devices will migrate and there is potential risk for tissue inflammation and/or pain. Therefore, no further clinical/medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.